Event description:
The customer received a blood glucose reading of 56mg/dl on the contour next ez. He felt light headed and dizzy and could not stand up. He called the paramedics and they retested him with a reading of 45mg/dl. They gave him 3 doses of glucose paste and 50 minutes later he was coherent. The customer returned the test strips for evaluation. Replacement test strips and meter were sent to the customer